Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 233 mg/dl. The customer had no symptoms. The customer states treated with bolus. Customer's current blood glucose value was 167 mg/dl. Customer's blood glucose value was 223 mg/dl at time of incident. Customer thinks the pump is not recording the amount of being delivered. Troubleshooting was performed. Customer states there was possible pump under delivery. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. The product was not returned for analysis.